Manufacturer narrative:
Initial medwatch submission reported rupture and a0412 in error. The device was never ruptured. The event belonged to a different record/device.

Event description:
Physician confirmed left side device was never ruptured.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Red particles observed in the surface of the shell. Observed wear abrasion on the device. Observed opening in posterior side assessed as fold flaw opening. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side breast feels "firm and looks abnormal due to capsular contracture," baker grade iii. Healthcare professional later reported left side "textured/ruptured." Healthcare professional confirmed left side device was never ruptured. Device has been explanted and replaced.

Event description:
Patient reported left side breast feels "firm and looks abnormal due to capsular contracture," baker grade iii. Healthcare professional later reported left side "textured/ruptured." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.